Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin and was not delivering enough insulin. This incident led to hyperglycemia to the customer. Customer reported that insulin pump passed displacement test and self test. Customer was assisted with troubleshooting related to the high blood glucose levels and under delivery of insulin. Details of what led up to event: blood glucose was elevated all day, did extra bolusing. Patient's blood glucose at time of incident: 20 mmol/l. Patient's current blood glucose value (at time of call): 20 mmol/l. Is customer currently reporting any symptoms related to their high blood glucose: no customer reports they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer is not calling back to perform an high pressure test. Explained that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer wishes to continue troubleshooting. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high blood glucose event: no. Does customer have a back-up plan available? Response: has needles. Inquired if, and how, customer treated for high bgs. Found: tried extra bolusing. Recent high blood glucose event began: noticed high blood glucose through the day, tried bolusing but couldn't bring down blood glucose. Infusion set was last changed prior to event: around noon today. Explained the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer thinks pump is under delivering: tried bolusing but blood glucose wouldn't go down. Customer actions prior to the event: nothing in particular. Time frame of the event: shortly after noon today. Inquired if customer received assistance with programming pump. Found: yes. Customer made small changes herself to the basal rates at night for fear of being too low at night. Customer was advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was advised to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles. Inquired if kinks, bends, or multiple large bubbles are present along the tubing length. Found: nothing to note. Confirmed customer is disconnected. Customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reports insulin exited at the quick release. Customer was advised positioning in piston/slide may have shifted. Customer was advised to always complete rewind/load reservoir process before connecting back to set. Adv customer to check for leaks. Found: no leaks. Inquired if any leaks were observed. Found: no leaks. Customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. Customer was advised high blood glucose may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per instructions for use (product manual) and center for disease control guidelines. Customer was advised to check insulin vial. Found: vial looks good. Inquired if site is sore or irritated. Found: no, feels fine. Customer is using a cannula based inf. Review priming/fill tubing technique. Found: customer . Inquired if customer forgot to fill the cannula dead space after removing introducer needle. Found: customer. Customer was advised in order to determine if cannula is bent site must be removed from body. Customer is able to remove/change set at this time. Customer was advised to remove the infusion set from body and check for bent/crimped cannula. Found: cannula looks good. Customer was advised inaccurate pump settings may result in high blood glucose. Customer was advised if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Advised customer if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer declined to test pump. Doesn't have tubing clamp at the moment - I will send for next time. Customer was advised to change entire set, reservoir and insulin and treat per health care provider 's instructions. Customer was advised to call back for assistance if high blood glucose persist. Customer didn't want to change out reservoir, but did change set. Advised customer change out entire set including reservoir and insulin and give injection if blood glucose does not come down. Customer will call back when she receives tubing clamp if she still would like to do high pressure test.. Sending 2 replacement infusion sets (2nd was unusable due to problem with adhesive), 1 box of reservoirs and 1 tubing clamp. Additional notes: customer blood glucose at start of call: 20mmol @ 9:45pm: 17mmol @ 10:30pm: 14.0mmol. The insulin pump is not expected to return for analysis. Additional devices involve in incident: pump 312172723, reservoir 312172717.